Event description:
The customer stated that the spo2 dropped below the "expectation" and the value did not match the patient condition. There is an allegation that the device did not provide an inop. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.